Manufacturer narrative:
Investigation in process, and supplemental report will be filed at the completion of the investigation.

Event description:
The risk manager received a courtesy call from the hospital informing that they found a small catheter in the profunda femoral artery during a right femoral vascular procedure on a female in 2007. On review of this patient's record, it was found the patient had a minimally invasive mitral valve repair with tee and ecc in 2006. A right femoral arterial catheter was inserted at the end of the procedure and was removed approximately 2 hours later. The form of documentation is charting by exception and there is no documentation referring to the degree of difficulty in removing the catheter.